Event description:
The product was used during diagnostic surgery. Reportedly, a component disengaged into the pt's cavity. The surgeon performed a re-operation on 10/10/97 to retrieve the component. The hospital has reported the pt's condition to satisfactory.

Manufacturer narrative:
2/10/1998-supplemental report #1 submitted to FDA.